Event description:
During an implant procedure, it was noted the helix mechanism was not working as expected on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the helix was bent/extended/stretched and clogged with blood/tissue. X-ray inspection found the inner coil inside the connector region was overtorqued and the helix was damaged consistent with procedural damage. Unable to perform helix mechanism test due to the damaged helix as received. The cause of the reported was isolated to helix being clogged with blood/tissue, damaged helix and overtorque of the inner coil.